Manufacturer narrative:
Updated information: d3 MFR fax number added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the left femoral artery in a 54-year-old female patient undergoing high-risk percutaneous coronary intervention (hrpci), presenting in society for cardiovascular angiography and interventions (scai) stage a. Patient has past medical history of coronary artery disease, diabetes, and dialysis. Following placement, placement signal (ps) values were noted to be discordant, with an arterial mean arterial pressure (map) of 65 mmhg and a placement signal map of 47 mmhg. Pump position was confirmed by radiography. The patient was noted to have a small left ventricular cavity and calcified aortic valve leaflets. After impella cp placement, the patient became hypotensive, and ongoing placement signal concerns were observed. During advancement of the guide catheter for pci, the treating provider identified wide-open aortic insufficiency. The impella cp was repositioned under fluoroscopic guidance, with the catheter withdrawn until the pigtail was within the left ventricular outflow tract (lvot) and then re-advanced into the mid-left ventricular cavity. Despite repositioning, the aortic insufficiency could not be corrected. Based on these findings, a clinical decision was made to remove the impella cp device and proceed with pci without mechanical circulatory support. The patient subsequently underwent successful stenting of the proximal-mid left anterior descending (p-mlad) artery without further complication.

Manufacturer narrative:
The complaint coding was updated to appropriately reflect the reported event as initially reported. As a result, h6 health effect - clinical/impact and medical device problem coding were updated, corrected accordingly.

Manufacturer narrative:
Additional information has been provided in d9 and h6. H6 code a0709 has been added while a150203 has been removed